Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec) ¿ other technical: no observed plug strap separated. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ white particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation and "plug strap separated." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation and "plug strap separated." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.